Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing increased pain at the implant site with infection ruled out by the physician. The patient also reported increased frequency of seizures and brain fog that included distorted vision. Seizures were confirmed to be pre-existing condition. As a result, surgical intervention was undertaken on (B)(6) 2026 where scs system was removed to address the issue.